Event description:
The pt reportedly had passed out from low blood glucose. Pt said pt used the suspect device to check blood glucose and obtained a result of 144mg/dl, then passed out. Pt said pt was taken to the hosp within 30 mins of the event and pt was kept for two weeks. Pt said the hosp "put tubes down me to bring me back". No other info was provided except that pt said blood glucose at the hospital was zero. Glucose controls were not used on the system. The suspect device was replaced with new product and authorized for return to the MFR for eval.